Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During testing and evaluation, the o2 blender failed the o2 blender calibration test procedure for low oxygen flow on the o2 blender's solenoid #1 and slight non-conformities of higher oxygen flow on the o2 blender solenoid #2. Visual inspection revealed the black max that locked the top solenoid #1 and #2 had screws that were broken and missing. Carefusion replaced the o2 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a lower concentration of oxygen than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.